Event description:
It was reported that the patient underwent a posterolateral lumbar fusion at l4-5 using rhbmp-2/acs. Following the surgery, the patient developed severe neurogenic pain bilaterally, and axial back pain. The patient underwent additional imaging. A MRI dated (B)(6) 2013 demonstrated that the patient had developed constriction of her spinal canal, moderately severe foraminal stenosis, and neural foraminal narrowing. As a result, the patient required an additional surgery to address this condition on (B)(6) 2013. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.